Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was at home with signs and symptoms of a stroke and was readmitted to the hospital. Upon admission, the pt's international normalized ratio (inr) was noted to be 6.0. A head CT reportedly showed head bleed on scan. According to additional info provided by the vad coordinator, the pt remains in the hospital status post the cerebral vascular accident (cva).